Event description:
Healthcare professional reported left-side "implant found to be deflated". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left-side "implant found to be deflated". Device was explanted.